Event description:
It was reported that the helix appeared to have pulled apart from the lead tip. The patient took a job shortly after implant as a waiter, holding up to ten plates straight armed. The lead was capped and a portion returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.